Event description:
Rptr had 10 hrs of back surgery including a laminectomy, fusion and up to level 5 of pedicle screw devices inserted in spine. The operation was a complete failure, resulting in more pain and disability. Rptr was walking with a quad cane before surgery and is now in a wheelchair. Accelerated arthritis caused destruction of hip joints and she needs artificial hip replacements in both hips. Dangerously low blood platelets have delayed having hip joint surgery and removal of pedicle screws.